Manufacturer narrative:
Unit was received with normal operating currents. Also passed self test,restart error test, rewind test, basic occlusion test and displacement test. Unit was unable to prime at 2.5 lbs during prime test. Unable to test for excessive no delivery alarms due to prime anomaly. No motor error alarm noted. Motor was tested outside of the device and passed. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery several times. Customer's blood glucose was unknown at the time of incident. Troubleshooting was declined by customer. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.